Event description:
Pt underwent catheter thermal ablation for right ventricular outflow accessory pathway. Immediately following procedure, pt experienced cardiac tamponade, hypotension. Pericardium was evacuated but the fluid collection continued. Pt then underwent mediastinotomy and repair of myocardial perforation in the right ventricular apex.